Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of cladribine was noted to be leaking at the texium connector between the white and green pieces of the texium after 20 minutes of infusion. The texium connector was removed and the cladribine infused without leaking. There was no patient harm.